Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2019. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the ureter during a removal, calculus, ureter, ureteroscopic procedure performed in (B)(6) 2019. After the procedure, the patient experienced sepsis and cerebrovascular accident as complications. Patient was admitted to ICU and was intubated, given antibiotics, and anticoagulants.